Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2006; 438-35s-58 x 2 competitor leads. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high undefined impedance and noise. The lead also had high threshold and a possible fracture. Reprogramming was done and the lead remains in use. It was also reported that the left ventricular (lv) lead had a possible fracture and had been turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.